Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their heart rate beating very slow, and problems of dizziness and low pulses. The patient reported their heart rate was lower than that of the programmed lower rate of the implantable cardioverter defibrillator (ICD). The patient was referred back to their physician to have a device check performed. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.